Manufacturer narrative:
N/a.

Event description:
The following has been reported: patient presented ast (aspartate aminotransferase) increased, alt (alanine aminotransferase) increased, hypersensitivity reaction, and fluid retention during the infusion. After the onset of the adverse reaction, the chemotherapy infusion was temporarily interrupted (treatment pause), followed by discontinuation after the adverse event. Medication: docetaxel. Start of medication use: (B)(6) 2026 09:25. Infusion interruption after the onset of the adr: (B)(6) 2026 09:25. Discontinuation after the adverse event. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.